Event description:
The customer stated that she was hospitalized with a high blood glucose reading of 1100 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test. The customer stated that the insulin pump did not record the boluses that were delivered earlier today. Advised the customer that the insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.